Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an alleged crack was identified on the corner of the pca module. Reportedly, while trying to remove the keypad for reuse, the keypad button was stuck and did not operate, and therefore, will be replaced. There was no reported patient involvement.